Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident were in the range of 565-579 mg/dl after an hour and a half 455 mg/dl. The customer¿s current blood glucose level was 59 mg/dl. The customer reported that the upper left side right above the screen had crack. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No unexpected sensor updating or sensor glucose not available anomaly noted during testing. Device was received with missing display window cover. The p-cap locks properly into place.(B)(4).